Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping device indicating that the monitor does not pickup up accurate heart rate. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized biomedical engineer, who was onsite and tested the unit and found no issues as the device was working to per specification. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was working per specification.